Event description:
In 2008, a pt was burned on his head, face and arms as the result of smoking while using home oxygen concentrator. Patient has been in hospice for approximately five months and was provided with nicotine patches. He had been educated regarding the dangers of smoking while on home oxygen. Patient attempted to light a cigarette while using oxygen and the lighter exploded. Patient suffered burns and was transported to medical center burn unit. He refused admission to hospital because they would not allow him to smoke. Three days later, he requested being admitted to another hospital due to difficulty breathing. The following day, patient expired due to respiratory problems secondary to incident involving burns.